Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification number was not provided by the complainant. Myosure hysteroscope according to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. Reference internal complaint cc# (B)(4).

Event description:
It was reported the physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2017. The physician sounded and then inserted the myosure hysteroscope. The physician acquired sampling with a curette and the patient's fluid deficit started to rise. The physician visualized a "posterior perforation". The procedure was aborted and the patient was admitted into the intensive care unit (ICU). It is unknown if intervention was required. The patient was discharged (exact date unknown).